Manufacturer narrative:
(B)(4)

Event description:
It was reported that a remote merlin.net transmission revealed pacemaker mediated tachycardia episodes. The patient experienced shortness of breath, headaches and lightheadedness. The pulse generator was reprogrammed and the pacemaker mediated tachycardia issue resolved. No further patient symptoms have been reported and the patient would continue to be monitored.